Event description:
It was reported that the patient underwent an initial hip surgery on and unknown date. Subsequently, it has been recommended that the patient undergo a revision surgery due a delay in the healing of the patient's bone. Attempts have been made to obtain additional information, but no additional information has been obtained at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 47259538009, bg-znn tib nail 9.3mmx38cm unv; lot#: unknown. G2: foreign: france. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b3; b4; b5; d2; d4; d6; g2; g3; g6; h1; h2; h4. The following sections were corrected: e1; e3. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty eight (8) months ago. Subsequently, the patient was revised approximately three (3) and a half months ago to explant the screw due to dynamization.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Intramedullary nail systems are designed to provide stable internal fixation for various long bone fractures and have been designed for specific applications to help restore the shape of the fractured bone to its natural, pre-injured state. Long bone fractures follow specific regenerative patterns, creating a complex biological healing process and placing a patient at a heightened risk of delayed union. The healing of bone can be complicated by patient comorbidities such as diabetes, obesity, smoking, level of activity and other conditions that are known to slow a person¿s ability to heal. Delayed union can be treated through a secondary option called dynamization that involves removal of proximal or distal locking screws causing compression at the fracture site and promoting union. Dynamization with an intramedullary nailing system is considered a standard secondary treatment for facilitating second-stage healing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.